Manufacturer narrative:
The companion 2 driver will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR.

Event description:
The customer, a syncardia certified hospital, report that the driver did not pass system check on initial attempt. Did pass on the 2nd attempt but the customer requested a replacement driver and to send this driver back.

Manufacturer narrative:
Device history record (DHR) review confirmed that companion 2 driver s/n 10039a was serviced and passed all functional testing prior to being released to finished goods. Patient data file review found a system check failure. Visual inspection of internal and external components found no abnormalities. Driver passed all areas of functional testing at incoming inspection. Additional testing included performing the system check on the driver. Driver passed check five times. Subsequent testing included incorrectly following the prompts regarding driveline removal and utilizing the orange caps instead of the drivelines. System check did fail while inappropriately following the prompts, otherwise, driver passed during correct performance of the system check. Failure investigation for this complaint confirmed the reported issue. The customer complaint could not be replicated while following the proper prompts for the system check; the root cause of the reported system check failure was unable to be determined. Failure investigation identified no test failures or damage that could have contributed to the event. No evidence of a device malfunction was found and the driver functioned as intended. Device was not in patient use at time of complaint. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
The customer, a syncardia certified hospital, report that the driver did not pass system check on initial attempt. Did pass on the 2nd attempt but the customer requested a replacement driver and to send this driver back.